Event description:
It was reported that an unspecified number of syringe 1ml 31ga 6mm 10 bag 500 sla had a mix of product type in a pack. The following was reported by the initial reporter: "from purchase of a 6mm insulin syringe, it was received a syringe from another material #".

Manufacturer narrative:
H6: investigation summary: summary: customer returned an image of a polybag labeled for 1ml, 31 gauge, 6mm syringes (catalogue number 324918). There are two syringes featured in the image. One is clearly larger than the other and has markings for a 1ml syringe. The other is a 0.3ml syringe. It was noted that the complainant is a patient and not from a health organization, meaning that the patient typically uses only one kind of syringe. The 0.3ml syringe appears to have been packaged with they other syringes in error. A review of the device history record was completed for batch# 9098958. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of receiving two separate types of syringes in the same polybag. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 1ml 31ga 6mm 10 bag 500 sla had a mix of product type in a pack. The following was reported by the initial reporter: "from purchase of a 6mm insulin syringe, it was received a syringe from another material #"